Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that there was loss of image processing communication. Pleora needed replacement. Replacing the pleora resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect pleora has been received by the manufacturer for evaluation but the results are not available yet.

Event description:
A site representative reported that while outside of procedure, the image acquisition system (ias) was not booting and was unable to communicate with mobile view station (mvs). It was reported that there was a red x for communication with viewing station. Rebooting the system did not resolve the issue. There was no patient present at the time of the issue.

Manufacturer narrative:
The pleora was returned to the manufacturer for analysis. Analysis found that the system readied when the pleora was installed in an imaging system, however both 2d and 3d imaging attempts were not successful. A frame rate error was observed in both 2d and early termination, and frame rate error in 3d was also observed while under test. Analysis found that the reported event was related to an electrical issue. A pleora box was returned to the manufacturer for analysis. Analysis found that the system did not ready when the pleora box was installed in an imaging system. A visual inspection of the pleora box noted the power light emitting diode (led) was illuminated, however communication led¿s did not flash. Analysis found that the reported event was related to an electrical issue.